Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump case was chipped and cracked and the right and left plunger cases were damaged. Review of the device data log noted a "motor not running" message was recorded. Functional testing included use and occlusion testing. The occlusion test verified the field observation. The motor assembly was replaced. The cause appears to be from normal wear as the parts were over 7 years old. Based on the evidence, the complaint was confirmed. The root cause was determined to be the pump's worn motor assembly.

Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse effects were reported.